Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The head spring has a broken weld where the head motor pull tube mounts to the bed.